Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se with a 6f sheath after a diagnostic procedure. Reportedly, the dilator did not click into position prior to the use of the starclose se device. The physician had to manually hold the blue dilator in place for sheath exchange. After the sheath exchange the dilator was removed, the clip applier was attached to the exchange sheath, the clip was deployed and hemostasis was achieved. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). After further review of the reported event it was determined that vessel access was not lost. Therefore, this would not be a reportable event that would have the potential to cause serious injury.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.